Manufacturer narrative:
Carefusion file identification number: (B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). The user interface module was sent back to carefusion from the customer but has been determined to not be related to the shut down event while connected to the patient. The rest of the ventilator has been requested by carefusion but the suspect device has not been received yet. If the device is received then a full investigation will be completed related to the reported event.

Event description:
A customer reported to carefusion that the avea ventilator was in use on a patient when it stopped ventilating; the ventilator was inoperative with a blank screen and there appeared to be no power to the ventilator. The customer reported that there is a chance the ventilator was not plugged in to a/c power but is unsure. There was no report of patient harm associated with the issue.

Manufacturer narrative:
Device evaluation: results of investigation: the ventilator was returned to carefusion for evaluation. The unit was inspected externally with no anomalies found. When powered on into user mode, the unit cycled properly. All valve characterizations passed and were within specification. The unit was allowed to cycle for more than 2 hours and it was observed that the internal battery failed to charge and the charging status indicator light remained red, indicating less than 30% internal battery power level. The unit was disassembled and the battery inspected; it was noted that the battery was not changed for a period of approximately 6.5 years. The ac power was disconnected whereupon the battery failed to provide sufficient power after 27 seconds. The customer's reported problem was duplicated and the cause assigned to the internal battery. The avea ventilator service manual requires replacement of the internal battery every 2 years; evaluation of the unit found that the battery was not replaced for approximately 6.5 years.